Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 505 mg/dl with moderate ketones. Bg was addressed with insulin shots. Reportedly, the customer had insulin pens as alternate insulin therapy